Event description:
I underwent lasik in (B)(6) 2018 (at the age of (B)(6)) to correct my nearsightedness at lasik vision institute in (B)(6). Despite repeated claims from the professionals at lasik vision institute that I would have perfect vision the next day, only temporary dry eye, and only need glasses for reading when I got to my 40s-50s, I instead had dreadful outcomes: unstable vision to this day (almost 2 years later), astigmatism that has continued to regress, decreased ability to read things close up, severe dry eye- (stemming from decreased blink rate, incomplete blinks, decreased tears, decreased meibomian gland function. All as a result from corneal nerve damage and change in eye surface). I followed the recovery protocol (drops x amount of times per day for x months) for the complete 12 month suggested time. I have continued to rely on preservative-free eye drops. I have paid to undergo lipiflow. I have used a timer to prompt myself to do blinking exercises every 20 minutes for 6 months. I am currently using restasis (which my insurance does not cover and is (B)(6) for a 3 month supply). None of this has addressed any of my persistent vision issues, dry eye, and extreme red eye. All of which greatly impact my quality of life as well as my ability to perform my job as a physical therapist. I have numerous eye exams and appointments with 2 different ophthalmologists which have both substantiated my symptoms with clinical findings of dry eye, inflammation, decreased tear production, decreased meibomian gland function, decreased blink rate, incomplete blinking, astigmatism and vision regression, etc. Lasik vision institute. FDA safety report ID# (B)(4).